Event description:
Information received indicates the brake is not holding. The brake is locking but the casters continue to swivel from side to side.

Manufacturer narrative:
The technician replaced two brake casters and all four caster supports to repair the bed.